Event description:
The coil has been positioned exactly within the aneurysmal sac when it failed to detach. Numerous attempts were made to detach the coil without success so it was decided to withdraw. The coil was noticed to have stretched up to approx 70 cm that caused the physician to withdraw the entire microcatheter sys. The sys was successfully retrieved with the stretched coil inside. The microcatheter and coil were then discarded. Subsequent products were re-introduced and the procedure was completed with no pt injury reported.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.